Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed both electrical and functional testing. External and internal inspections were performed and the device passed. The pneumatic system was found to be working to specifications. Multiple short simulated therapies were performed and passed successfully. The reported issue was confirmed through a review of the event history log of the device. The device was sent for servicing. The cause was a false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred on a homechoice (hc) machine during drain five. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the home patient (hp) got off the hc with 100ml and filled with about 1000ml before getting back on the hc. The technical service representative (tsr) explained the alarm to the rn and arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.